Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 79 mg/dl. The customer did not know the cause for the reported bg level; however, the customer believed the pump was over delivering insulin. Customer addressed bg levels with juice. Reportedly, the customer continued to use the pump, and had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed by cgm on (B)(6)18 and (B)(6)18. User made bolus request without entering current bg level and still having insulin on board (iob). Basal rates were set to .8 units of insulin per hour earlier in the month, and started making bigger adjustments throughout the day later in the month. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Basal rates may need to be slightly adjusted throughout the day. There is no evidence that the insulin pump experienced a malfunction or failure.